Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
Rep reported via a phone conversation that a patient received an implanted standard inline valve with anti siphon device in 2005 (no lot number is available). Patient became symptomatic, which resulted in a revision on (B)(6) 2014 to replace the device with a ns-5052. One day after the implant, the patient became symptomatic. The CT scan showed no flow of csf. The x-ray did not show evidence of any kinks or disconnections. As a result the device was revised on (B)(6) 2014.

Manufacturer narrative:
Upon completion of the investigation the position of the cam when valve was received was 130mmh2o. The valve was visually inspected, 2 marks in the silicone housing were note. The valve was irrigated with purified water; an occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The siphon guard was irrigated with purified water; no occlusion was noted. The catheters were irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested according to test method. The valve leaked from one of the marks in the silicone housing. The valve was tested for programming according to. The valve passed the test. The valve was then pressure tested and the valve passed the test. The valve was dismantled and was examined under microscope at appropriate magnification and biological debris was found on the spring, on the spring pillar, on the ruby ball, and on the seat of the ruby ball. The lot history record was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released to stock on the 9th may 2005. The root cause of the problem reported by the customer is due to biological debris seen within the device. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.